Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 400 mg/dl. Customer reported that the insulin pump was not delivering the insulin properly. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing had gastro paresis they were high ketones. The customer was treated with manual injection and insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08760 inches. No under delivery anomaly or over delivery anomaly noted. No rewind anomaly, unexpected motor noise or rainbow display anomaly noted during testing. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The battery was removed and reinserted with no failed battery test alarm noted. Unable to download the pump trace history download or upload using care link due to displayable history crc check failed on startup alarms in the alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files. Device had intermittent button response on the esc and act buttons due to flattened dome switches (no crease). No button error alarm noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.